Event description:
A cartridge change error was reported with the pump, resulting in the customer's blood glucose level exceeding 500 mg/dl, with the specific value displayed as "high." To address the high blood glucose level, the customer performed a correction injection using multiple daily injections. Technical support guided the customer through inspecting and cleaning the pump, attempted loading a new cartridge, and filled a new cartridge. However, the customer was unable to successfully load the cartridge, prompting technical support to escalate the issue for further troubleshooting assistance.